Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested, on as received condition and found some tissue built up on the device, confirming the device was used on a patient. A probe check could not be performed due to broken probe. A u509 (ultrasonic frequency lever) and u512 (open circuit) error codes were observed on the generator. The intact portion of the probe unit measured approximately 7 mm. The missing/broken portion of the probe was not returned with the device and approximately measures 16mm. Visual inspection on the device was performed and found two burnt marks on teflon pad; however no metal was exposed. The most likely cause for such damage is due to mishandling of the device by the user. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was initially informed that the tip of the device fell off. The device was not used on the patient. Further olympus was informed that no device fragment fell inside patient. The event occurred while the doctor was using cut/seal function of the device towards the end of a neck dissection procedure. The device was inspected prior to use and no abnormalities were found. The intended procedure was completed using another thunderbeat device. No patient injury reported.